Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed a device evaluation. Failure analysis found multiple input disks were broken and cracked. Input disk #7 was found completely detached from the base of the housing. The broken input disk was not returned with the instrument. Hairline cracks were found on grip input shaft #6. As a result, the instrument cannot engage properly with the sterile adapters on the in-house system. No cables showed any signs of fraying or breakage. The root cause of broken instrument input disks is typically attribute to mishandling/misuse, most commonly caused by improper cleaning/ reprocessing techniques. Additional observation(s) not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.058¿ to 0.183" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot # n14210510 -0416) associated with this event has been performed. Per logs, the instrument was last used in a procedure on (B)(6) 2022 on system (B)(4) with 5 uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. This complaint is being reported because failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the fenestrated bipolar forceps instrument input disks were broken. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.